Event description:
It was reported that cartridge alarm occurred repeatedly during pump use, including after consecutive cartridge changes. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to load new cartridge using proper loading steps with support from technical support, but alarm recurred and insulin delivery could not be resumed, so pump replacement was arranged by technical support.